Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field.a device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd vacutainer® serum blood collection tubes had blood pooling. The following information was provided by the initial reporter: "they explained that when using this lot, there were a few instances where a drop of blood was left in the stopper of the tube, but in this instance, there was about 1-2 ml of blood left in the holder after drawing the 3 or 4 th tube. There was no blood exposure to the phlebotomist or the donor. They have opened a new lot #, and will send back some samples."

Event description:
It was reported that bd vacutainer® serum blood collection tubes had blood pooling. The following information was provided by the initial reporter: "they explained that when using this lot, there were a few instances where a drop of blood was left in the stopper of the tube, but in this instance, there was about 1-2 ml of blood left in the holder after drawing the (B)(4) or (B)(4) th tube. There was no blood exposure to the phlebotomist or the donor. They have opened a new lot #, and will send back some samples."

Manufacturer narrative:
H.6. Investigation summary bd received samples from the customer facility for investigation. The samples were tested/evaluated and the customer's indicated failure mode for blood pooling with the incident lot was not observed as all product specifications were met. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. H3 other text : see section h.10.